Event description:
Caller states that they had vascular surgery of both legs in 2005. Approximately 1 month following surgery they developed an infection of the incision. Incision was reopened, sutures were removed and pt was treated with antibiotic therapy. At present time wound is now healing.